Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had narrowing in the l-4 and l-5 lumbar laminectomy. They stated that the device is working fine now. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain. The hcp reported that the op report indicated that the patient¿s device is not functioning or working. The hcp did not have any further details regarding the event. Technical services recommended that the patient follow-up with their managing physician. No further complications or patient symptoms were reported or anticipated.